Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found with one grip bent. The damage was found near the tip of the clip groove, causing an offset at the tips. As a result, a clip could not be properly loaded into the clip groove of the grip-tips. Components adjacent to this severely bent grip did not show damage. The instrument was found to have a grip input disk broken. Input disk seven was found completely broken from the housing. This caused the instrument an inability to close. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier instrument was unable to close the clip. The jaws of the instrument appeared to be misaligned. The customer completed the procedure, and no known impact or patient consequence was reported.